Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument became hard to use. Upon inspection inside the cavity, it was found that the instrument tip had separated from the shaft. The instrument was attempted to be removed from the trocar, but was unable to. Undocked the trocar and arm together, and replaced them with a new trocar. Separated the trocar and arm on the back table. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument became stuck in a twisted upwards position and was not stuck on any tissue, did not warrant forcing jaws open. There were no broken pieces, no broken cable at the wrist were observed.